Event description:
It was reported that a non-abbott atherectomy catheter was being used with a spartacore guide wire. When the spartacore guide wire was removed from the anatomy the distal coils had separated. The separated coils were removed with a snare device. An unknown stent was implanted to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.